Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reporting rupture of the right implant diagnosed by ultrasound. Device has been explanted and replaced with non-alergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Physician reporting rupture of the right implant diagnosed by ultrasound. Device has been explanted and replaced with non-alergan device.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Physician reporting rupture of the right implant diagnosed by ultrasound. Device has been explanted and replaced with non-alergan device.